Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were given a l wireless recharging belt and it was too big. Pt (patient) requested a s wireless recharging belt. Agent sent a request to repair. Pt's second reason for call was that they had a trial for the device and they never had to charge the trial device or anything. Pt stated that they were talking to josh since it was taking three hours to recharge the implantable neurostimulator (ins). Pt stated that last night they went to bed with the ins at 70% and the ins was depleted the next morning at 5 am. Pt stated that they hadn't changed the therapy settings at all. Pt stated that if they moved an inch they had to redo the recharging since the connection would be lost. Pt said that maybe the belt was too big. Pt stated that no one sat down with them to discuss non-rechargeable versus rechargeable implants. Agent reviewed differences. Pt said that the representative (rep) was the pe rson they spoke with when they had the trial done and that they thought they saw them at the implanting procedure but never again. Two other representatives were present at the follow up appointment. Agent reviewed considerations from being newly implanted/ins recharging durations and connectivity. Pt noted that josh also reviewed this with them last night. Pt said that it took almost 3.5 hours to implant the ins as healthcare provider (hcp) had to get through the scar tissue. Pt said that they had 5 total joint replacements and that their first one was their hip and hcp cracked their femur in two places so they had to be chained for 9 months which caused so much scar tissue. Agent redirected pt to hcp to further address. When asked for the event date, pt stated that it was pretty much right away. Pt noted during the call that they were on 280 mg of morphine every day and then they got the pain pump which saved their life.

Manufacturer narrative:
H6: codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.